Manufacturer narrative:
H6: investigation summary six photos displaying a syringe received by our quality team for investigation. Upon visual evaluation, broken syringe tip, are observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Unable to confirm damaged barrel based on the images, physical samples are required to further analyze. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ 3ml syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: needle with quality deviation, tortuous in the body, the tip broke.

Event description:
It was reported that the bd plastipak¿ 3ml syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: needle with quality deviation, tortuous in the body, the tip broke.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.